Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas e 411 analyzer (rack system). Sample 1 initial result is 0.045 ng/ml, the 1st repeat result is 0.008 ng/ml, the 2nd repeat result is 0.008 ng/ml, and the 3rd repeat result is 0.008 ng/ml. Sample 2 initial result is 0.009 ng/ml, the 1st repeat result is 0.008 ng/ml, the 2nd repeat result is 0.008 ng/ml, and the 3rd repeat result is 0.007 ng/ml. All samples mentioned are from the same patient. The result that fits the patient's clinical picture is 0.008 ng/ml.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration was passing at the time of the event. Qc was not within range before the event. The customer does not use rack adapters. The investigation was unable to determine a direct root cause.